Manufacturer narrative:
The device was received fully deployed, though the soft cannula was not visible in the bottom housing window. Inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.6045 inches. It could not be determined when or how this damage occurred. The download data showed the device completed first and second priming sequences in the expected number of pulses. The pod delivered 3908 pulses before generating an 0x18 alarm, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No problems were found that would cause a failure of the needle to deploy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process. The pod was discarded.